Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01070 and 2134265-2016-01071. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was)was used. A 27mm watchman® flx closure device was deployed and fully recaptured because the device was too proximal and had a large shoulder. After a second transseptal puncture, the physician advanced a 27mm watchman® closure device and delivery system via the was. The closure device was deployed and released with all criteria met. The patient was transferred in stable condition to the intensive care unit (ICU) for routine monitoring. Two hours later the patient's blood pressure was low and a pericardial effusion occurred. A pericardial puncture was performed where 1700ml of blood was collected and the patient was given a blood transfusion. The patient remained in the intensive care unit for monitoring and was stable. Two days post procedure the patient was transferred out of the ICU and was noted to be good. Discharge was planned for that week.